Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels between 46 mg/dl to 198 mg/dl. The customer was declined troubleshooting for high blood glucose and low blood glucose. Customer treats low with glucose tablet and/or will suspend insulin pump. The product was not returned for analysis.